Event description:
Received info from a physician, through a sanofi sales rep, concerning a pt, who is in an unsponsored study of hyalgan (sodium hyaluronate) for "osteoarthritis of the thumb" and may have experienced a "possible mi". No further info is available at this time.

Event description:
Follow-up info 15 may 2001: spoke with nurse who stated that the pt had pre-existing angina. Pt received shots of hyalgan on two days of april-no lot number was available, pt was due for third shot of hyalgan. During the week prior the pt experienced chest pains and went to a local hospital (not specified). Pt was transferred to medical center. A catheterization was done on apr 2001 which showed no blockages and pt was discharged home. The concenus of the physicians was that the pt's chest pain were not related t hyalgan. Corrective treatment: no reported.